Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel and the air/water channel of the subject device. The testing result cleared the german guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected in the sample collected from the subject device on (B)(6) 2019. [Details/detected from: microbe name (numbers)] air/water channel: pseudomonas sp. (Unspecified numbers). Suction channel: pseudomonas sp. (200 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, bht, using glutaraldehyde. There was no report of infection associated with this report.